Event description:
It was reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The clinician had to break the handle to deploy the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (12/03/2007).